Manufacturer narrative:
FDA h10: further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 1020279-2023-01848. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Event description:
It was reported that during tka surgery, a jrny ii cr lkg fem imp bumper lt broke in half while impacting. Surgery was resumed without any delay with the same device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).